Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted as it exhibited high pacing thresholds, pacing impedance high out of range and loss of capture. This lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted as it exhibited high pacing thresholds, pacing impedance high out of range and loss of capture. This lead was successfully replaced. No adverse patient effects. The product was returned for analysis. Lead analysis determined the failure to capture, high capture threshold, and high impedance allegations were not confirmed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.